Event description:
It was reported that the pump began melting. Reportedly, the pump was charging during the event. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.